Event description:
We started by attempting to close our right femoral artery access however our pro-glide's when cinched down to the arteriotomy did not allow for hemostasis. An additional pro-glide was deployed; however, there was still significant bleeding around our sheath. Failed pro-glide of right femoral artery necessitating right femoral artery cutdown and endarterectomy and repair of right femoral artery. FDA safety report ID# (B)(4).